Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colon resection procedure, the device stopped firing midway. In addition an abnormal sound was heard while opening ang closing of the jaws. The surgeon then used another handle, reload, and shell to resolve the issue in order to complete the case. There was no patient injury.